Event description:
The customer reported the ventilator gave o2 inlet low message.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found the high end (90 percent) was somewhere between 82-85 percent. Adjusted the 90 solenoid and then rechecked the blender for linearity. Performed ventilator performance testing and operates to manufacturer specifications.